Event description:
A malfunction alarm, labeled malf 12, was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl and remained within normal range, as there was no adverse impact. Technical support assisted the customer in resetting the pump, resolving the issue, and advised continued use of the pump while instructing the customer to report back if the malfunction recurs.